Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated that during the revision procedure, fluoroscopy was performed which confirmed the lead was fractured. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed in two segments and one of the segments was extremely stretched due to the extraction process. Further inspection noted both the internal and the external insulation were abraded through to the conductor coil. The conductor coils were slightly flattened in this area and a break was found in the cathode conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead triggered an alert for high out of range pace impedances. The impedances were greater than 2000 ohms. This ra lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the physician believes the ra lead is fractured. The ra lead remains in service, but a revision procedure is expected. No adverse patient effects were reported.